Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: sterile: part: 412.215s, lot: 2l49988, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: nov 27, 2018, expiry date: nov 01, 2028. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile: part: 412.215, lot: 2l19668, manufacturing site: (B)(4), release to warehouse date: nov 09, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent an open reduction internal fixation(orif) surgery for the femoral neck fracture. With fns in question. In the (B)(6), the patient reported pain and on (B)(6) 2019, the patient underwent a re-operation in which fns was replaced by artificial bone head. The patient condition was stable. This is report 4 of 4 for (B)(4).